Event description:
Patient was implanted with nail and screws for a right mid shaft fracture on (B)(6) 2012. Patient returned to another surgeon for a follow up visit, date unknown, and it was discovered the fracture site gapped and went on to a nonunion. Patient was returned to the or on (B)(6) 2012, hardware was removed and the patient was revised to an orif with bone graft. This is 2 of 3 reports for this event.

Manufacturer narrative:
Device used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.